Manufacturer narrative:
Investigation: bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that needle does not retract with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: was reported that nurse told her prefilled syringe 150 mg every so often the needle does not retract into the needle shield.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle does not retract with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: was reported that nurse told her prefilled syringe 150 mg every so often the needle does not retract into the needle shield.